Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
At a routine check, it was noted that the ICD had undersensing and a t-wave oversensing. Impedance of the ventricular lead had increased over 24 months. Lead impedance of the lv lead was also high. The lead was replaced.